Event description:
It was reported that during a low anterior resection procedure some unformed staples came out after firing. The surgeon used hand sewing to fix the tissue. The surgeon thought the anastomosis was not as expected. To avoid anastomotic leakage, the surgeon did a jejunum neostomy. All the food debris will discharge from the jejunum. After five days nutritional supplement, the patient did jejunum stoma closure procedure. About 30cm jejunum was cut off. The patient left the hospital fifteen days later and now is fine. Device has been discarded.

Manufacturer narrative:
(B)(4). Additional information: when were the unformed staples identified? After firing. How were the staple identified as unformed? The legs of some staples was straight. Was the cs40g used to create the end to end anastomosis? The cs40g was used to cut the rectum. Did the issue with the staples occur at the transection or creation of the end to end anastomosis? The issue with the staples occurred at the transection. Were there any properly formed staples from the cs40g staple line? Yes. Was the distal transection completed with one or multiple firings? One firing. Why was 30cm of jejunum removed? There was about 30cm of jejunum out of the stoma after jejunum neostomy. Why was the jejunum stoma closure procedure completed in five days? Unknown. Is the event date correct? If yes, what caused the delay in reporting the event? The hospital was not a customer of j&j, no psr was take charge of it.